Event description:
It was reported that the patient underwent a gynecological procedure; mesh with anterioposterior colporrhaphy, sacro-spinous ligament vault suspension with mesh and skin tag removal, on (B)(6) 2005, to treat stress urinary incontinence, cystocele, rectocele, and vaginal vault prolapse after hysterectomy. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following mesh insertion the patient experienced pain, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence, cystocele and rectocele with concurrent vaginal vault repair after hysterectomy and left buttock skin tag removal.